Event description:
It was reported that the customer experienced a frozen display. The customer's blood glucose was 276 mg/dl. The customer stated that there was no response from any button and the incident occurred during normal use of the pump. The customer stated that the display was not blank. The customer removed the battery for five minutes, inserted a new battery and stated that no alarm occured. However, there was still no button response. Advised that a replacement insulin pump would be sent. Asked customer to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All button function properly, however moisture damage was found on keypad traces. Insulin pump was monitored for 9 hour with multiple basal rate and programed current date and time. Insulin pump functioned properly. No frozen screen or time clock anomaly noted during testing. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.